Manufacturer narrative:
Manufacturer's report date 2/9/1998. One set was received and was visually and functionally tested. The set was tested at several rates and times on the model 598 fso instrument and no air was noted in the line and the pump alarmed empty container each time. There was no visible air below the drip chamber or in the tubing below the air in line adapter. There were no defects found with the returned set. Unable to duplicate the report of air below the pump.

Event description:
It was reported on two occasions air in line was noted in the IV sets. There was no resultant pt complications.